Event description:
Information received indicates the call be is not working due to loose pins in the communication cable.

Manufacturer narrative:
The technician repaired the pins in the communication cable and installed a cable saver to repair the bed.